Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that, the buretrol cracked under pressure and caused fluids to leak out onto the floor.